Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. The device was returned to olympus for evaluation. And the customer's allegation was confirmed. The device evaluation found a dark, blurry and compromised image. Based on the results of the investigation, the most probable cause of the complaint is a bad cable unit connector. However, a definitive root cause of the reported issue could not be determined. A review of the device history record found no deviations, that could have caused or contributed to the reported issue. Olympus will continue to monitor the field performance of this device.

Event description:
It was reported, the camera head presented a dark image. And the white was not white enough. The issue happened, during preparation, prior for laparoscopic cholecystectomy procedure. The procedure was completed with a similar device. There was no patient harm reported.

Manufacturer narrative:
The device evaluation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the camera head presented a dark image and the white was not white enough. The issue happened during preparation prior for laparoscopic cholecystectomy procedure. The procedure was completed with a similar device. There was no patient harm reported.